Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis ( previously reported as a peritoneal infection) manifested by diarrhea, vomiting and fever. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with ceftazidime (intraperitoneal, discontinued after 14 days) and vancomycin (intraperitoneal) for the event. Two days after the event onset, the patient began treatment with gentamicin (intraperitoneal) for the event. The patient was hospitalized and began treatment with cilastatin sodium and imipenem (tienam, intravenous) 14 days after the event onset. At the time of this report, the patient has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause, hospitalization and treatment were not reported. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.